Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6). H10: no repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00283. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device has a touchscreen fault. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.